Manufacturer narrative:
The entire device is still in patient. X rays were made available for review. Manufacturer will submit follow-up report once new information is available in regards to this case. Evaluation anticipated after pt revision.

Event description:
It was reported to k2m inc on (B)(4) 2015 that an everest poly screw broke at the top of the construct. Manufacturer has not received confirmation of the date of the revision surgery.